Manufacturer narrative:
A2dr01 ipg implanted on (B)(6) 2015.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited potential undersensing, an atrial bipolar lead impedance warning for high and undefined impedance, increased capture thresholds, loss of capture, artifact/noise oversensi ng, far field r-wave (ffrw) oversensing and diminished sensing of p-waves. The right ventricular (rv) lead exhibited diminished sensing of r-waves and short v-v intervals. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.